Event description:
It was reported that during an appendectomy procedure, the device failed to re-open after the surgeon closed on tissue and the only way the device was able to be removed was by cutting the tissue away from the device. Another device was used to complete the procedure. No adverse consequences reported. No further details are available.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned locked in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that the device is equipped with a safety feature to lock the device when attempting to fire a partially or fully fired reload. In order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.